Manufacturer narrative:
No sample was returned to MFR. All cannulas used by s.o.f.i.c. To MFR this batch of needles were delivered to us with a certificate of compliance with the iso 9626 standard. Stiffness tests comply with the requirements of the iso 9626 standard. Additional bending and dynamometer tests carried out by s.o.f.i.c. On s.o.f.i.c. Retained samples for this lot did not show any defect. Possible causes for needle breakage include bending the needle before use, excessive pressure, movement of the needle, or not using the appropriate needle size available for each specific type of injection. No defect was detected on the needles from this batch. Medical review on (B)(6) 2014: seriousness: serious due to hospitalization. Expectedness: unexpected USA. Causality. Latency - possible. Recognized association - no. Alternative etiology - this is an incident in which during the anesthesia procedure, the needle broke. Quality control result: no defect was detected on the needles from this bach. Other etiologies: stress during intervention or involuntary movement of the pt could be possible causes. Incident assessed not related. Dechallenge - na. Rechallenge - na. Concluded causality: not related.

Event description:
Spontaneous report, local ref.# (B)(4). Initial info received through FDA's medwatch program ((B)(4)) dated on (B)(6) 2014 and received by novocol on (B)(4) 2014. The dentist reported that a pt (unspecified gender), with no specified medical history had been treated with hsi disposable short needle (henry schein int. Short 30ga needle (batch number: (B)(4), expiry date on: february 2018). On unspecified date, pt was hospitalized after the needle and syringe broke during injection. At the time of the report, the pt's outcome was unk. No more info was available.